Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? --> unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Investigation summary: it was reported that the device had breakage suture issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a broken suture could be observed. However, no conclusion could be reach on how this happen, as the sample was not returned for analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke during usage. No excess force was applied, no obstructions felt. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation. An empty opened folder and a dispensed, broken suture of product code pdp9967, lot # mj5382 were returned for analysis. During the visual inspection of the sample, the strand was received broken (cut) appears to be by use of a surgical instrument, damaged and body fluids on the surface could be observed. The product code pdp9967 contains a pds plus suture and the suture is absorbable, the sample was received open and used and the time of exposure that has the suture in the environment could not be determined. No functional test could be performed. According to sample condition, the assignable cause of the performance suture breakage, suggest an improper handling. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. An unopened sample of product code pdp9967, lot # mj5382 was returned for analysis. During the visual inspection of the samples, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.